Manufacturer narrative:
Patient city: (B)(6). Patient country: united kingdom. Name: medtronic mini med. Country: united states of america. Street: 18000 devonshire street. City: northridge. State: california. Zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient faced infusion set tape not sticking event on 26-may-2026, due to infusion set fell off during hot weather.